Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump would not enunciate audible tones or vibrate. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting or to provide additional information.